Event description:
Customer's mother called in to report the insulin pump alarmed for button error. When the customer was changing the battery she noticed that the battery had leaked into the battery compartment. Blood glucose reading was 273 mg/dl. The alarm occured during normal insulin pump use. Assisted the customer with clearing the alarm. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
The insulin pump had a blank display due to corroded battery tube and battery cap contact. No motor error alarms could be confirmed due to the blank display. The motor was tested outside of the device and passed. The insulin pump was received with a cracked case at the display window corners, cracked reservoir tube, cracked battery tube threads, minor scratches on the display window, and a missing end cap sticker.